Manufacturer narrative:
E. Initial reporter event site name (B)(6) hospital event site postal code (B)(6) upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) display screen appears to have a malfunction. There was no patient involvement reported.